Manufacturer narrative:
The investigation of vf/vt/af/at and low pump flow has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the vt/vf was not determined. Data logs showed impella position unknown and multiple suction alarms were triggered during support corresponded with the clinical narrative of patient condition the root cause of positioning issue was most likely due to patient movement. H.6 code 4755 was reported incorrectly on manufacturer device report 1220648-2024-13049. New code was added to component code.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states): ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 57-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 pump support in (B)(6) 2024. The support was successful for 28.9 days and then explanted. The loqi registry documentation came in 7/2024 with ae allegations against the 5.5 pump. The loqi stated there were for atrial fibrillation, ventricular tachycardia, and respiratory failure. All 3 ae listed a "possible" relationship to the use of impella.